Event description:
The reporter stated that the compression plate broke into fragments after implanting. This happened during the patient's immobilization in plaster of six weeks. A second surgery was required to remove the compression plate and to fuse the bone with another device because there was a pseudoarthrosis instead of a fusion.

Manufacturer narrative:
The product was returned for evaluation, integra did not test the returned device parts. Examination of the patient's postoperative radiographs showed a space between the two bones surfaces that were meant to be fused. It is considered that two root causes of the malunion may be identified: the fixation of the joint site was not sufficient: the two parts of the joint were not sufficiently in contact before the implantation of the uni-cp. The resection of the bone surface of the fusion site was not sufficient; some cartilage was observed at this site on the x ray. These two observations could prevent bone fusion and create a pseudoarthrodesis. Mobility at the arthrodesis site is thus created and involves a stress of the implant and explains its breakage. A review of the manufacturing record found no anomalies during the manufacturing period of the product. The complaint rate for this kind of incident during the past two years is 0.11 percent. Prior to release, following frequency determined by probability law applied to incoming inspection, uni-cp plates are tested for visual aspect (laser marking). Documentary inspection (measurements report, raw material certificates, label). Functional inspection (internal diameter, threaded holes, total length and thickness). Given the description of the event, the incident is not related to the device. No corrective action has been taken at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.